Manufacturer narrative:
Other relevant device(s) are: product ID: esbf3614c103e, serial/lot #: (B)(4), ubd: 08-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. A non-mdt balloon expandable stent was also used during the procedure. An endurant cuff was implanted int the patient for the treatment of a type ia endoleak, however the endoleak did not resolve. Three endoanchors were then implanted in the patient from the main body stent graft to the proximal neck as treatment for the type ia endoleak. It was reported the endoanchors resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.